Manufacturer narrative:
The reported events of premature discharge of battery, and capture anomaly were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes found normal current level and no indication of premature depletion detected. Additionally, capture test found normal capture results. Longevity assessment was performed, based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve this event. The patient was stable.